Manufacturer narrative:
One used 6 fr angioseal vip device was received for evaluation. No accessory components were returned with the angioseal device. The returned device was subjected to visual analysis where blood-like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was properly mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected based on the position of the deployment sleeve. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Digital pressure was then applied to the anchor. The collagen and tamping tube released successfully. Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The device was able to meet functional specifications based on the tests performed. The device could be deployed in benchtop testing when proper steps were followed. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age and date of birth - requested, was not provided. Ethnicity - requested, was not provided. Race - requested, was not provided. Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Implanted date: unknown due to unknown product code/lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that a 6f angioseal was opened and prepared to close at conclusion of pci. The following information was provided by the user facility: late morning pst on (B)(6). No abnormalities noted in packaging. It was reported that the arteriotomy locator was used, sheath introduced and when device was pulled back, no tamp tube was present. No string was present. Health care provider held pressure for approximately 5 mins and then used a fem stop. Patient was sent to recovery. As of (B)(6) 10:47 am, there were no known issues. It was reported that the procedure was fine. No scar tissue noted in groin. It was reported that the procedure outcome was successful for stenting of coronary arteries. Additional information was received on 12/28/2017: it was reported that while blood left the body in the process, it was minimal. The reported blood loss was less than 10 cc. The sheath was a 6f sheath, 6f vip.